Manufacturer narrative:
Additional information was added to d9, h3, h6, h11: h11: the device was received for evaluation with the twist clamp in the closed position and a mini cap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no leaks or issues were observed. The patient adapter was tightened to an in-lab titanium adapter and leak tested and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the end of the twist clamp and tubing of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.